Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. While loading a new cartridge, a cartridge alarm occurred. The customer's blood glucose level was not impacted. After changing the cartridge, the cartridge alarm was resolved. The customer indicated that the occlusions may have been related to the site. However, as the customer was not currently receiving an alarm, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.